Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d317 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, drive tube leak/ break. No trend was detected for this complaint category. However, a corrective and preventive action was already initiated for complaint category, drive tube leak/break. This assessment is based on information available at the time of the investigation. The analysis of the kit and photos is in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer called to report a drive tube leak/break at about "13 minutes into the collection phase of the treatment. " there was 180ml of whole blood processed at the time of the leak. The customer aborted the treatment and cleaned the instrument. The physician on site stated that the patient would not need a transfusion, and decided to treat the patient with a new kit. The patient successfully completed this procedure and tolerated the therapy with no issues. The customer has agreed to return the kit and photographs for investigation.

Manufacturer narrative:
The kit and photos were returned for analysis. Upon examination of the photos and kit, the leak was confirmed. The leak was due to upper bearing stop delamination as the distance between the top of the bowl and the upper stop was found to be shorter than normal. The upper bearing could also be moved along the drive tube. The root cause of the leak was bearing stop delamination which allowed the drive tube to rub against the wall of the centrifuge chamber. The drive tube was then worn away; causing the leak. Corrective actions have been initiated to address the potential root causes of drive tube delamination.